Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient "experienced a vascular occlusion" when receiving [unspecified] juvéderm® volift¿ to the lips . The administrator successfully treated the incident with hyaluronidase. Blood supply was re-established.